Event description:
It was reported that the customer was changing out her reservoir and her pump went into motor error. Customer stated that she lost everything off the pump. Customer's blood glucose level was 166 mg/dl. Customer stated that she switched the tubing because she thought it as the issue, but it was not. Customer was assisted with clearing the alarm and advised to disconnect from the pump. Customer stated that she was able to rewind the pump. Customer mentioned that when she tries to fill the cannula, the pump goes to a motor error alarm again. Customer was able to clear the alarm, but it took her to a motor error again. Pump also alarmed "finish loading" and has a black circle on the left side where the reservoir icon is located. Customer also has a crack on her pump on the top right hand side by the up arrow and a crack on the screen. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Motor error alarm during rewind due to corroded motor home switch. Unable to confirm unexpected finish loading alarm due to motor error alarm. (B)(4).